Manufacturer narrative:
(B)(4). Final analysis found that a partial lead was returned. The field reports of noise problem and insulation abrasion were confirmed. An insulation abrasion breaching the outer coil was noted at 37.6 cm to 37.8 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported noise problem.

Event description:
It was reported that the right atrial lead exhibited noise. The noise could be reproduced in the clinic with isometrics. All other measurements were stable and in range. During lead revision, the physician noted evidence of twiddler's syndrome and insulation abrasion on the lead. The lead was explanted and replaced without any complications. The patient's condition was stable post procedure.